Event description:
Pt catheter was found lying in the pt's bed with the balloon deflated and the catheter intact. Balloon of the foley was re-inflated and saline was found leaking out through a pin hole in the balloon.